Event description:
It was reported patient had pain, hard to lift legs to get in and out of bed, car and shower. Patient also has discomfort.

Manufacturer narrative:
(B)(6). An event regarding patient pain involving a crossfire insert was reported. The event was not confirmed. -medical records received and evaluation: clinician review of the provided records concluded "there is no documentation that the vague complaints noted in the event description are related to the right total hip arthroplasty or its prosthetic components." Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported patient had pain, hard to lift legs to get in and out of bed, car and shower. Patient also has discomfort.

Manufacturer narrative:
Additional devices listed in this report: cat # 2051-3050, lot # 79677201, description: secur-fit ha psl screwless cup 50mm; cat # 6054-0711a, lot # 78197904, description: primary secur-fit plus #7/11; cat # s-1400-hh82, lot # 86015002, description: c-taper lfit inter head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Devices remain implanted.